Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was revised with no specific reason provided. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates the patient right ventricular (rv) lead exhibited high pacing threshold, so a revision was attempted but could not be completed. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received indicates this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was revised with no specific reason provided. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was revised with no specific reason provided. This device remains in service. No additional adverse patient effects were reported. Additional information received indicates the patient right ventricular (rv) lead exhibited high pacing threshold, so a revision was attempted but could not be completed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.